Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was obserserved the patient's implantable cardioverter defibrillator (ICD) was oversensing post-paced t-waves. The patient's ICD was reprogramed. The patient was in stable condition.

Event description:
Related manufacturer's reference number: 2017865-2021-18485. New information notes the patient's implantable cardioverter defibrillator and right ventricular lead had additional post-paced t-wave oversensing.

Event description:
New information received notes the patient's implantable cardioverter defibrillator had an additional post-paced t-wave oversensing event. The clinic elected to continue to monitor the device. The patient was asymptomatic.

Event description:
New information notes the patient's implantable cardioverter defibrillator was reprogrammed again due to additional post-paced t-wave oversensing.